Event description:
The customer received questionable glucose results for three patient samples. The analyzer had been configured to run all glucose tests in duplicate. Glucose results for two of the patients were erroneous. Patient 1, initial glucose result was 72 mg/dl, repeat result using the same analzer was 143 mg/dl. Patient 2, initial glucose result was 83 mg/dl, repeat result using the same analyzer was 112 mg/dl. The initial glucose results were not reported outside the laboratory. The patients were not affected by this event. The glucose reagent lot number was 61943801. The field service representative determined a defective valve was the cause of the discrepancies and he replaced the valve. The customer ran calibrations and quality control which were successful.